Manufacturer narrative:
G4: (B)(6) 2020 b4: (B)(6) 2020 a touchscreen assembly was return for analysis. An investigation was performed and the product analysis technician reported that the root cause was the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09dec2019.

Event description:
It was reported that the ventilators touchscreen was misaligned. There was no patient involvement. The service engineer (se) inspected the device. The se replaced the touchscreen to address the reported issue and the unit was checked overall, run in tested, cleaned and functionally tested, and no abnormality was confirmed.